Manufacturer narrative:
Pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime/delivery and no delivery tests. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit had intermittent button response due to corroded keypad traces. No screen bars scrolling up noted. Unit had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
The customer's grandmother reported via phone call that the insulin pump's keypad was unresponsive and the screens were scrolling. The caller also stated that a button related error occurred, but could not confirm the verbiage. The caller did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was not provided. The customer's grandmother was advised that the insulin pump would be replaced and agreed to return the product for analysis.